Event description:
After an implantation period of approximately 143 months it was reported that the lead was extracted due to insulation damage. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads under complaint were received for analysis. Selox sr 53: the lead was found fragmented. The analysis showed that the insulation of the medial fragment was found abraded through, which is assumed to be the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against the rv lead. Furthermore, the distal end was found bent, which most likely resulted from the extraction procedure. Arox 60-bp: the lead was found fragmented. The inspection revealed that the insulation of the distal fragment was found abraded through, which is assumed to be the root cause of the clinical observations. The insulation damage probably resulted from severe mechanical stress due to constant friction against the ra lead. Additionally, the lead tip was found deformed. The deformation probably occurred during the extraction procedure. Prior to the analysis of the leads, the quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.